Event description:
It was reported to covidien that the unit has missing display segments in the spo2 third window bottom character. There was no pt involvement.

Manufacturer narrative:
The customer's complaint was verified. Isolated to the ui board. The ui board was replaced and passed testing.